Event description:
A report was received that a patient's precision system was explanted due to the patient feeling stimulation when the device was turned off. The patient would feel stimulation come and go in different locations of the body. A bsn representative determined that the device was working properly.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.